Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that day the patient experienced a blood glucose of 1200mg/dl, with dizziness, and vomiting blood, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and was treated in the intensive care unit of the hospital for diabetic ketoacidosis with unspecified treatment by their healthcare provider. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2018 with the following findings: the pump was exercised for 24 hours and was correctly recording basal deliveries. The total daily doses added up and correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.